Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. Device received with missing serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they don't think the insulin pump was giving them insulin. The customer¿s blood glucose was unknown at the time of incident. The customer also stated label was rubbed off the back. The customer was advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.